Event description:
Healthcare professional reported after injection to the nasolabial groove with juvederm voluma with lidocaine patient developed "very strong edema in right side of mentonian region." Upon review with the physician patient presented with "hardened swelling in right and left side of mentonian region and a very strong edema in the injection sites." Physician "is afraid of necrosis in mentonian region." Patient was treated with corticosteroids, prednisolone, and azithromycin with no improvement. Another healthcare professional notes patient was treated with "steroids, cipro, and clinda, but only showed improvement with increasing dose of corticosteroid from 20 to 40 mg. "Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, hardened swelling, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.